Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic not feeling well. Upon interrogation, the right ventricular lead was dislodged. The lead was attempted for a re-positioning on 03/11/2019. The helix could not retract. A new lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were noted.